Event description:
We were doing an egd (esophagogastroduodenoscopy)with the physician. We did some biopsies and the first time we put the forceps in they went in just fine. The second time there was a lot of resistance and a new forcep was used. When the dr was advancing the forcep he met some resistance but it did advance. When the forcep came out the end of the scope into the patient, a little plastic ring came out and was retrieved.